Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". ¿inspection of the endoscope¿ 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of defective bending section cover was confirmed. The following additional findings were also noted: operation part air leak, insufficient angle, image guide corrugated tube buckling and wrinkled, bending tube collapse, assorted areas of peeling, eyepiece deformed and vent metal deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported to olympus on behalf of the customer a defect in bending manipulation and insertion tube of tracheal intubation fiberscope. Upon inspection and testing of the returned unit, it was discovered to have the coating peeling off / marking disappearance on the insertion section. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.